Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the drill bit ø2.5 l110/85 2flute f/qc (p/n: 310.250 , lot #: 33p6499) was returned and received for analysis. Upon visual inspection, the drill bits looks its bent and the edges of the flute are dull. A file in notes and attachments "source file - formato de novedad. Jhonatan ochoa uribe. Promotora médica las américas. Lcp 35. Colectivo 297011" was reviewed, photo findings are consistent with physical investigation. No other issues were observed with the returned device. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (drill bit ø2.5 l110/85 2flute f/qc) is confirmed. The drill bits looks its bent and the edges of the flute are dull. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 310.250 lot: 33p6499 manufacturing site: bettlach release to warehouse date: 20. Jan. 2020 a manufacturing record evaluation was performed for the finished device 310.250 lot: 33p6499 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the drill bit was bends in cortical perforation due to lack of edge. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) large handle with quick coupling. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: gff, gfa, hsz. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.